Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s), who questioned it. A new sample was drawn from the patient and was tested twice on the same instrument, both resulting lower than the initial result. The original sample was also repeated on the same instrument, resulting lower than the initial result and similar to the results obtained on a new sample. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse performed a total service call. The cse checked the calibration, the reagent probes 1 and 2, the sample probe and adjusted the sample probe 2. The cse discovered that aspirate probe 2 was continuously aspirating and replaced the pinch valve, after which the aspirate probe was functioning properly. The cse ran precision testing with ten replicates of the low and high level quality controls, which were acceptable. The cause of a discordant, falsely low tni-ultra result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required